Event description:
The customer reported that intermittently the sys is emitting fluoroscopic x-rays uncommanded without the client activating the pedal control. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoroscopy pedal control was replaced. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.